Event description:
It was reported that during a routine generator changeout, abrasion to the left ventricular leads insulation was observed. The patient had been asymptomatic and no electrical anomalies had been observed on the lead. The physician opted to leave the lead in place and to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.